Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the atrial fibrillation (af) procedure, when the brockenbrough was performed by inserting a radio frequency interference needle using a swartz introducer, it stuck to the posterior wall and caused cardiac tamponade. An echocardiogram confirmed the accumulation of pericardial effusion and the blood pressure decreased. After that, drainage was performed, and the pericardial fluid was removed, and the blood pressure recovered. Due to the limited information received, further follow-up to obtain related details was not possible.

Event description:
It was reported that during the atrial fibrillation (af) procedure, when the brockenbrough was performed by inserting a radio frequency interference needle using a swartz introducer, it stuck to the posterior wall and caused cardiac tamponade. An echocardiogram confirmed the accumulation of pericardial effusion and the blood pressure decreased. After that, drainage was performed, and the pericardial fluid was removed, and the blood pressure recovered. Due to the limited information received, further follow-up to obtain related details was not possible. It was further identified this report is a duplicate of medwatch mw5144881, emdr 2124215-2023-50805.

Manufacturer narrative:
It was further identified this report is a duplicate of medwatch mw5144881, emdr 2124215-2023-50805.